Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reportedly read "high" on the glucometer at the time of the event. Troubleshooting was performed, and the prime and self tests were performed. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.